Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/05/2015. The fse found the pinch tubing through pinch valve pv49 was disconnected at fitting ff173. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a diluent leak under the vacuum trap jar of the coulter lh 500 hematology analyzer. The customer ran start up and the instrument continued to leak and locked up. The volume of the leak was about 200 ml and was not contained within the instrument. The customer powered off the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.